Event description:
Additional information was received. Hcp reported the event was unrelated to the pump. Another treating physician has started the patient on fentanyl patch, when the patch was removed the symptoms were resolved. There was no difficulty with the pump. Patient recovered without sequelae. Drug in the pump reported as compound morphine/bupivacaine. If additional information becomes available, a report will be submitted.

Event description:
It was reported that a patient was in the emergency room (ER) due to having "too much narcotic on board" and the pump dose needed to be adjusted down or stopped. The ER healthcare provider (hcp) was going to contact the pump management hcp. No additional information was provided. Medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).